Manufacturer narrative:
D3: correction. H3: one device was received for evaluation. Visual and functional testing was able to confirm the reported problem. The air detector was determined to be the root cause. The device then passed all functional tests after repairs. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump gave an air in line error. There was no patient involvement. The issue was discovered during testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.